Event description:
During a colon resection procedure, the product failed to fire correctly. It did not staple across the tissue. Another device was pulled to complete the case. There was no pt consequence.